Event description:
It was reported that while unpacking a taxus liberte stent, stent damage occurred. It was noted that while unpacking a 2.50x28mm taxus liberte stent, a stent strut was lifted. The damaged stent was noted prior to pt contact. The procedure was completed successfully with another 2.50x28mm taxus liberte stent. There were no reported pt complications. The pt status is listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is considered handling damage as the event occurred prior to pt contact. (B)(4).